Event description:
Event description guidant received information that, 42.9 months post-implant, this cardiac resynchronization therapy defibrillator (crt-d) displayed an elective replacement indicator (eri) and was thus explanted.